Event description:
Reporter noted corneal burn immediately upon start of phacoemulsification; sutured wound to close. Felt the sleeve of the phaco tip twisted and obstructed fluid flow, allowing it to heat up.